Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl. Cause of bg level was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and glucose. Customer was discharged the same day with no permanent damage and continued to use the pump for insulin therapy.